Event description:
It was reported that the ilet bionic pancreas displayed alerts to connect the cgm or enter blood glucose while paired with a freestyle libre 3+ sensor, and the user received a pairing failed message that was resolved after a sensor rescan, consistent with an intermittent communication failure involving the antenna and electrical-magnetic communication components. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem with intermittent communication failure traced to antenna-related communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.